Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clear link medication set leaked from where the line meets the drip chamber. The leak was identified during infusion. It was noted that 100 mls of the solution (piperacillin-tazobactum) infused with no issue. Then a few drops of solution were found at the end of infusion. The bag was switched out for normal saline and it was noted that the dripping continued. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The sample arrived out of the pouch, spiked into a half empty solution bag. The sample was fully primed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed and a leak was observed between the tubing and the drip chamber. Microscopic examination revealed a channel between the drip chamber outlet port and the tubing. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.